Event description:
Force sensing capability malfunction. Vendor to call in catheter. It was a catheter malfunction. When the catheter was connected, the contact force number displayed was not correct. Trouble shooting performed, but the issue remained. The catheter was removed and a new catheter was used. No problem with the new catheter. No injury to the patient.